Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 heart lung machine. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report stating that the s5 heart lung machine was receiving erroneous volumes from the cardioplegia module and that the electronic remote clamp (erc) was malfunctioning. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report stating that the s5 heart lung machine was receiving erroneous volumes from the cardioplegia module an that the electronic remote clamp (erc) was malfunctioning. There was no patient injury.